Event description:
It has been reported to philips that the allura xper fd10/10 system unexpectedly shut down. The complaint device was in clinical use at the time of the event. No harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting. Upon functional testing fse found that the issue with host pc due to the software crash. Fse replaced the host pc and reloaded the ghost backup. After replacement and reloaded the backup, the system returned to use in good working order. The codes were updated based on the investigation outcome.